Manufacturer narrative:
Initial implantation dates and device details not available at the time of this report (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with injectable steroids (duration not reported) was unsuccessful. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2015.